Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient suffers from hypertrophic obstructive cardiomyopathy and does not need ventricular pacing. Therefore, the ventricular lead was capped during the last pacemaker replacement. The subject pacemaker is programmed in aair mode. Reportedly, device memories ((B)(4)) were empty upon previous interrogation on (B)(6) 2016, and also upon interrogation on (B)(6) 2016.

Manufacturer narrative:
Preliminary analysis results showed that the device memories are initialized when the first normal ventricular lead measurement is performed. This was never the case for this double chamber pacemaker used as a single chamber pacemaker in the atrial channel since its implantation.

Event description:
Reportedly, the patient suffers from hypertrophic obstructive cardiomyopathy and does not need ventricular pacing. Therefore, the ventricular lead was capped during the last pacemaker replacement. The subject pacemaker is programmed in aair mode. Reportedly, device memories (aida) were empty upon previous interrogation on august 2016, and also upon interrogation on (B)(6) 2016.

Event description:
Reportedly, the patient suffers from hypertrophic obstructive cardiomyopathy and does not need ventricular pacing. Therefore, the ventricular lead was capped during the last pacemaker replacement. The subject pacemaker is programmed in aair mode. Reportedly, device memories (aida) were empty upon previous interrogation on (B)(6) 2016, and also upon interrogation on (B)(6) 2016.